Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient presented with rainbow glare one day post lasik. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. According to clinical support the rainbow glare effect is a general side effect that is mentioned in manuals. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. (B)(4).